Manufacturer narrative:
(B)(4). Report source, foreign event occurred in (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The review of the device manufacturing quality record indicates that 1095 products biomet bone cement 2x40g reference (B)(4), lot number a646dj1702, were manufactured on 20 february 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner package leaked. Found this issue before surgery.

Event description:
It was reported that the inner package leaked. This issue was found before the surgery started. There was no patient involvement.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: event, brand name,PMA/510k, if follow-up, what type. PMA/510k: the device is not a combination product. The device was not returned to the manufacturer. A picture was received and permitted to confirm the reported event. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. 4 similar complaints have been recorded for biomet bone cement 2x40 g, reference (B)(4), batch a646dj1702 within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.